Event description:
It was reported to philips the device had an internal paddle malfunction. There was no patient involvement.

Event description:
It was reported to philips the device had an internal paddle malfunction. A philips field service engineer (fse) evaluated the device. The reported issue was confirmed and traced to a faulty internal paddle set. The fse ordered a replacement internal paddle set. When the internal paddle set is received, the fse will replace it to resolve the issue.